Manufacturer narrative:
Concomitant medical product: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that one of the patient¿s implants is rubbing on her tail bone and causing pain. She also has to lie hard on the implant to charge it. Additional information was received from a health care provider regarding the patient on (B)(6) 2014. It was reported that the implantable neurostimulator to the left (same as the one rubbing against the tailbone) would not recharge. The implantable neurostimulator is running out of power and is somewhat difficult to charge. The patient was previously noted to be a high opiate user, and they finally got her off this. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient had her devices removed because she had trouble charging them and she could never get them to charge right. She had to lay on a surface and put pressure on the devices to get them to charge. Not long after (B)(6) 2014, the battery in her left hip rotated 90 degrees and caused lower back issues that she still has. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that on (B)(4) 2014 the patient presented for a post-operative visit after replacement of her implantable neurostimulators. The patient¿s weight was noted as (B)(6) pounds at this time. She was recovering well from surgery and was getting stimulation in both the arms and legs and has been able to return to the battery without difficulty. The patient¿s pain level was noted as an 8.0. It was noted that the patient was going to increase her activities as tolerated, and the health care provider would see the patient back as needed for follow-up. The patient presented to the health care provider¿s office on (B)(4) 2015 for a follow-up visit. The patient¿s weight was noted as (B)(6) pounds at this time. Her stimulator is not working well and is painful to pressure. The stimulator is causing painful paresthesia in the belly. The patient has increased back pain, and the symptoms are increased with activity. The patient rated the pain on the day of the appointment as a 10/10. The patient noted that she was not getting any benefit from her spinal cord stimulators and that her left-sided battery generator was painful to touch and appears to have rotated 90-degrees in the subcutaneous pocket. Her lumbar spinal cord stimulator is causing painful abdominal dysesthesias as well. As a result, she is having increased pain in her lower back which increases with activity. The patient does not think that she is getting any benefit from her spinal cord stimulators and would like to have them removed. At one time, she was getting some benefit, so she is interested in re-trialing after her current stimulators have been removed. The operative report from (B)(4) 2015 read that the preoperative diagnosis was that the implantable neurostimulators were nonfunctioning and painful. After an initial period of successful treatment, the stimulators ultimately stopped working well and had become painful to her with movement and activity. This failed to improve despite continued conservative therapy and pain management. Ultimately, the patient wished to have her stimulators removed. Both the lumbar and cervical stimulators and leads were removed without any complications. There were no further complications reported or anticipated. The patient¿s medical history includes a work injury in (B)(4) 2000. She ultimately developed reflex sympathetic dystrophy syndrome and complex regional pain syndrome in her upper and lower extremities and ultimately underwent both cervical and lumbar spinal cord stimulator placement. She also has lumbar post-laminectomy syndrome.refer to manufacturer report # (B)(4).